Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Patient's weight was reported as thin. Additional information obtained indicated during prep the device was inspected and no damage was observed. Resistance was felt during the procedure and the wire got stuck in the lesion. The verrata was unintentionally guided into the small #2 branch where the tip became trapped when it encountered calcification. The physician thought the wire was stuck in the guide catheter and he removed the guiding catheter. The guide catheter and the proximal part of the verrata wire were removed without any resistance. However, the verrata tge distal tip was left in the vessel. The physician said he did not apply any torque to the verrata wire. The device was used one (1) time. Other devices used at the same time as the manufacturer's catheter: gc: asahi intec 6fr jr4.0, snare, soutenir, kusabi, gw : 0.010 wire. The day after the event, patient experienced a hemodynamic insufficiency. The physician performed a cardiac valve replacement the same day and tried to remove the piece of the wire that was left in the patient. A portion of the wire was retrievable; however, a piece of the wire still remains in the patient at #2 vessel. Further attempts to gain subsequent information related to the patient's condition or additional medical or surgical procedures performed have been unsuccessful. Visual and microscopic inspection was performed on the returned device. Bends and curves were found along the wire. The distal coil was broken and extended approximately 12mm past the sensor housing. The distal coil was stretched. The core wire was also found broken and extended approximately 20mm past the sensor housing. At the fracture end of the core wire there was a full twist. A separated portion of the distal coil was returned and was measured to be 147mm. The wire was inserted into a bend test fixture and failed due to the 1/4 turns not being propagated to the tip and the difficulty to insert the wire. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints. The probable cause of the wire failure in the bend test fixture is due to damage to distal end of the wire as well as bends and curves along the hypotube of the wire. The twisted core wire and stretched distal coil are indicative of mechanical strain on the wire while the user attempted to remove the device from the patient. The observed damage likely occurred during use of the device. However, we cannot conclusively determine when and how the failure occurred.

Event description:
The problem occurred during ifr/ffr measurement of cag for preparation of the valve replacement. The wire was inserted into a small branch in rca #2 by mistake. The user immediately tried to remove the wire but it was soon trapped in the branch and the distal coil (the radiopacity tip) was stretched. When the user pulled the wire strongly, the wire was separated at the stretched point and remained in the rca #2. The user tried to retrieve the separated portion using a snare and a soutenir and also tried to retrieve with other devices by kusabi trapping in gc but could not remove it. The patient will have a valve replacement in a few days, therefore the user decided to retrieve the separated portion from the patient body in the surgery. Patient condition was last reported as stable and being monitored in hcu. Vessel: slight calcification, nontortuous. Attempts to obtain patient's identifier and measurable weight have been unsuccessful. Attempts to obtain the patient information were made in person and by telephone. All reasonably known patient information is included in this report.